Event description:
Boston scientific received information that right ventricular (rv) lead shock impedance measurements increased, ultimately reaching greater than 200 ohms in the triad configuration. Technical services was consulted and recommended troubleshooting techniques. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead and non-bsc device shock impedance measurements were observed to be greater than 200 ohms approximately 60 percent of the time. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).